Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that door had failed. A field service engineer cleaned, crimped and applied conductive grease to all latches to resolve the issue. The contact information was kept blank due to the reported issues that were found by the field service technician while on site. The device functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that pyxis medstation es system experienced a device failure. The customer reported that they had used an alternative station to obtain the medications. There were no adverse events or injuries reported based on this event.